Event description:
It was reported patient enrolled in clinical study underwent knee arthroplasty on an unknown date. Subsequently, patient has pain and swelling due to tibial loosening. Revision surgery has not yet occurred.

Manufacturer narrative:
This follow-up report is being sent to relay the date of revision procedure and that an infection was noted during the revision procedure, both of which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and/or allergic reaction". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." The following sections could not be completed with the limited information provided.

Event description:
It was reported patient enrolled in clinical study underwent knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012, due to swelling and tibial loosening. An infection was noted during the revision procedure. All implants were removed and replaced with spacer molds.